Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat cbd stones performed on (B)(6), 2025. During the procedure, the device was bowed and energized but, during cutting the wire tore. It was reported that no part of the cutting wire detached and fell into the patient. The device was removed, and the procedure was completed with another dreamtome rx 44. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.